Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the lock line, clip open while locked and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the deployment sequence was started. While removing the lock line, resistance was felt. The lock line was retracted approximately 1.4cm before it was unable to be removed. The clip was able to be deployed however it was noted the clip opened about 50% and detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The lock line was then removed successfully. As the clip was partially open and the mr remained at 4, the patient was sent to surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation. Correction: device returned. Evaluation summary: all available information was investigated and due to the returned condition of the device (only the lock line was returned), the reported difficult to remove, clip opened while locked and single leaflet device attachment (slda) could not be tested. It was observed that the lock line was knotted. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the observed knotted lock line could not be determined in this incident; however, the reported difficult to remove the lock line was due to the knot. A definitive cause for the reported mechanical issue could not be determined in this incident; however, the reported slda was due to the clip opening while locked. The reported patient effects of mitral regurgitation (mr) is listed in the mitraclip ntr/xtr system instructions for use, as a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and due to the returned condition of the device (only lock line and the clip were returned), the reported difficult to remove, mechanical issue and single leaflet device attachment (slda) could not be tested. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the observed knotted lock line could not be determined in this incident; however, the reported difficult to remove the lock line was due to the knot. A definitive cause for the reported mechanical issue could not be determined in this incident; however, the reported slda was due to mechanical issue. The reported patient effect of mitral regurgitation (mr) is listed in the mitraclip ntr/xtr system instructions for use as a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, the clip was returned for analysis. No additional information was provided.